Event description:
The customer called terumo bct customer support to report a microbial contamination in both platelet bags of a collection. The disposables set and bact tested positive for beta hemolytic streptococcus group a. A full investigation was performed by the customer and no source was found. The units were discarded and not transfused. The customer reported that the donor was feeling well and healthy at the time of donation, was not around anyone ill and there were no deviations in the collection process or lab process. The staff were all in good health with not signs of illness. Donor unit ID: (B)(6) there was not a transfusion recipient or patient involved, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.7 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A literature review was conducted for the organism identified by the customer. Per literature review, the bacteria called group a streptococcus (group a strep) are an ubiquitous bacteria found as normal skin flora and in the environment around us which are classified as gram-positive cocci that cause a range of diseases which can be encountered daily. These infections range from minor illnesses to very serious and deadly diseases. (Newberger & gupta, 2023). Commonly, it causes throat infection (pharyngitis), tonsil infection (tonsillitis), scarlet fever, skin sores (impetigo) and skin infection (cellulitis). Rarely, it can cause serious, potentially life-threatening infections which are also known as invasive group a streptococcal disease (igas). Pharyngitis caused by group a betahemolytic streptococci, commonly called ¿strep throat¿ or streptococcal pharyngitis, has an incubation period of two to five days. Group a beta-hemolytic streptococci are ordinarily spread by direct person to person contact, most likely through droplets of saliva or nasal secretions. Crowding increases transmission, and outbreaks of streptococcal pharyngitis are common in institutional settings, the military, schools and families.(cynthia s. Hayes, 2001) some people carry the bacteria in their respiratory tract or on their skin without symptoms or signs of infection. Bacteria are responsible for approximately 5 to 10 percent of pharyngitis cases, with group a beta-hemolytic streptococci being the most common bacterial etiology. (Cynthia s. Hayes, 2001) cynthia s. Hayes, c. S. And w. H. J. Jr. , m. D. , m. S. P. H. (2001). Management of group a beta-hemolytic streptococcal pharyngitis. Am fam physician, 63(8), 1557¿1565. Newberger, r., & gupta, v. (2023). Streptococcus group a. The phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in lakewood / littleton, co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A literature review was conducted for the organism identified by the customer. Per literature review, the bacteria called group a streptococcus (group a strep) are an ubiquitous bacteria found as normal skin flora and in the environment around us which are classified as gram-positive cocci that cause a range of diseases which can be encountered daily. These infections range from minor illnesses to very serious and deadly diseases. (Newberger & gupta, 2023). Commonly, it causes throat infection (pharyngitis), tonsil infection (tonsillitis), scarlet fever, skin sores (impetigo) and skin infection (cellulitis). Rarely, it can cause serious, potentially life-threatening infections which are also known as invasive group a streptococcal disease (igas). Pharyngitis caused by group a betahemolytic streptococci, commonly called ¿¿¿strep throat¿¿¿ or streptococcal pharyngitis, has an incubation period of two to five days. Group a beta-hemolytic streptococci are ordinarily spread by direct person to person contact, most likely through droplets of saliva or nasal secretions. Crowding increases transmission, and outbreaks of streptococcal pharyngitis are common in institutional settings, the military, schools and families.(cynthia s. Hayes, 2001) some people carry the bacteria in their respiratory tract or on their skin without symptoms or signs of infection. Bacteria are responsible for approximately 5 to 10 percent of pharyngitis cases, with group a beta-hemolytic streptococci being the most common bacterial etiology. (Cynthia s. Hayes, 2001) cynthia s. Hayes, c. S. And w. H. J. Jr. , m. D. , m. S. P. H. (2001). Management of group a beta-hemolytic streptococcal pharyngitis. Am fam physician, 63(8), 1557¿¿¿1565. Newberger, r., & gupta, v. (2023). Streptococcus group a. The phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in lakewood / littleton, co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of ¿¿¿ 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Root cause: a root cause assessment was performed for the microbial contamination identified by the customer. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * the species was endogenous and originated from the donor. * improper venipuncture technique introduced bacteria at access site resulting in bacterial growth in product bag. * improper venipuncture technique and no blood diversion performed due to operator error resulting in bacterial contamination of product. * inadequate post-processing laboratory practices such as qc sampling or handling techniques.

Event description:
The customer called terumo bct customer support to report a microbial contamination in both platelet bags of a collection. The disposables set and bact tested positive for beta hemolytic streptococcus group a. A full investigation was performed by the customer and no source was found. The units were discarded and not transfused. The customer reported that the donor was feeling well and healthy at the time of donation, was not around anyone ill and there were no deviations in the collection process or lab process. The staff were all in good health with not signs of illness. Donor unit ID: (B)(6) there was not a transfusion recipient or patient involved, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer called terumo bct customer support to report a microbial contamination in both platelet bags of a collection. The disposables set and bact tested positive for beta hemolytic streptococcus group a. A full investigation was performed by the customer and no source was found. The units were discarded and not transfused. The customer reported that the donor was feeling well and healthy at the time of donation, was not around anyone ill and there were no deviations in the collection process or lab process. The staff were all in good health with not signs of illness. Donor unit ID: (B)(6). There was not a transfusion recipient or patient involved, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.